Event description:
Boston scientific received information that a red alert for out of range shock lead impedance (sli). A data analysis was analyzed by boston scientific technical services (ts) and indicated that the system is working normally for single coil systems, as single coils leads have higher sli and tend to have more variability in the daily measurements. However, evidence reasonably suggests a product malfunction due to the high out of range sli measurements. No adverse patient effects were reported. The system remains in use.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.